Event description:
It was reported that the patient presented to the emergency room (ER) due to receiving multiple high voltage shocks. The stored electrogram indicated that the shocks were due to noise on the high voltage lead. The representative indicated that the noise was reproducible, and the physician was planning on changing out the lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.